Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk6373 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture used. The account reported noticing the dispensing reel having 2 dots indicating reel should be a 2-0 size thread. It was not reported that the suture was used on the patient. There were no adverse patient consequences reported.